Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the ccd module defective. Based on the result, we concluded that it was caused, due to the excessive force applied on the ccd module. However, other failure is not related to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Dots in the image, moisture under the led, electrical safety test failed. This event occurred at the time of during inspection. There was no report of patient harm.